Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife reported that the customer "was not acting or looking like himself" and he fell out of bed at 8 am. Customer did not pass out. Customer's wife obtained a reading of 262 mg/dl on his aviva meter. Wife called the emts, and about an hour later, the emt obtained a reading of 33 mg/dl for the customer on their meter. Customer was treated with an oral "pink gel" as an IV start was unsuccessful. Customer was also treated with candy. Customer was transported to a hospital where a reading of 80 mg/dl was obtained for the customer on the hospital's meter (timeframe not provided). Customer was treated while in the hospital (treatment type not provided) and he was hospitalized for three (3) days. Customer was discharged and his prior insulin regimen was discontinued. Requested return of suspect device and strips, and replacement was sent.